Event description:
The nurse manipulated the catheter to obtain a capillary wedge pressure. A few minutes later the patient began bleeding through the endo tracheal tube. The patient arrested and could not be resuscitated. A ruptured pulmonary artery was suspected. The county corner did not find such a rupture and attributed death to arteriosclerotic cardiovascualr disease. There is no indication the catheter malfunctioned. No other devices contibuted to this eventdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided. The device was destroyed/disposed of.